Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultrasoft lancets gave her a rash. The complaint was classified based on additional info obtained by a customer service representative (csr) during a follow-up call. The pt is unclear if the alleged issue began on (B) (6) or (B) (6), 2010. Although a diabetic for years, the pt indicated she has only been testing for two months (when she was given the lifescan product by her physician). The pt indicated she tests twice a day, alternating two different fingers each time. The pt stated she takes other diabetes medications; however, specified she was taking metformin prior to the alleged issue. After the alleged issue occurred, the pt's physician had advised her to discontinue the metformin (time and date not known); however, the pt denied making any changes to her diabetes regimen. On an unk date and time, the pt claimed she noticed spots on the back of her hand (red and discolored); however, stated she ignored them. The pt corrected and clarified the previous report. On the day the alleged issue occurred ( a week after noticing the spots on the back of her hand), the pt stated the spots went "full blown" and spread to her entire body. At an unk date and time after the alleged issue occurred, the pt stated she was advised by her dermatologist (during an office visit) to take allergy medications. As advised, the pt took benadryl and applied (hyderm) hydrocortisone acetate after coating her rash with vaseline. The pt indicated she has stopped using the one touch ultrasoft lancets. The rash is still present, however, is getting "somewhat" better. Per the cca the pt is allergic to nickel. The pt stated she was told approx 5-6 years ago that she has a "slight" nickel allergy. The pt indicated she is not certain her rash was caused by the lancets; she sees this as a possibility. The pt stated she is trying to rule-out what is causing the rash and will be going for another allergy soon. This complaint is being reported because the pt claimed she developed a rash after using lfs product. The pt followed instructions provided by her health care professional to medicate herself to relieve the rash.